Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) anterior curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The initial deployment of the closure device failed the tug test for which it was partially recaptured and redeployed. Upon redeployment, patient became hypotensive and a pericardial effusion was noted via echocardiogram. A cardiac tamponade also occurred. The device failed the tug test again and the case was aborted. Patient was observed for 5 minutes before a pericardiocentesis was performed. Approximately 600ml of blood was drained and reinfused. Epinephrine was administered and the patient then became hypertensive. A nitroglycerin drip was place to stabilize blood pressure. At this time, another 350 ml of blood was drained and reinfused. Patient stabilized and was transferred to the cardiac intensive care unit. Perforation was not confirmed, but there was possible contrast extravasation during the initial appendogram, indicating possible perforation. Patient was discharged.